Event description:
A doctor identified two (2) different lots of maxcem elite, which were alleged to have been associated with the loss of restorations in five (5) patients; however, the doctor was not definitive as to the number of patients affected with regard to each lot. This is the first of five (5) reports.

Manufacturer narrative:
Although the doctor identified two (2) different lots associated with the loss of the restorations, he could not verify which lot was used on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4548392 and 4488161. The patient had experienced the loss of a crown from tooth #10 approximately four (4) months after placement on (B)(6) 2013. The doctor cleaned out the crown and re-cemented it using a different product, without further incident. To date, the patient is doing fine. The product involved in the alleged incident from lot number 4548392 was not returned; therefore, a physical test was performed on retained product, yielding results within specifications. The product from lot number 4488161 was returned in a condition which made analysis impossible; therefore, a physical test was performed on retained product, yielding results within specifications. In addition, no similar complaints were received with regard to either lot.